Event description:
Complainant alleged that during a routine shift check by a clinician, the device powered up without display. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to incompatible software being loaded into the device. The correct software was reloaded to correct the malfunction.